Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (542 mg/dl) and large ketones in the morning. Customer changed out cartridge and infusion set to stabilize his blood glucose levels.